Event description:
Reporter indicated that pt had passed away. Exact date and cause of death are unknown, but "sudep" is reportedly suspected. There is no evidence at this time that the ncp system caused or contributed to the reported event. Attempts to obtain add'l info have been unsuccessful to date.